Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the defective patient board/printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report his event. During the call, the customer explained that he attempted multiple different scopes, but they all had the same issue. Tac recommended cleaning the video scope contact points, but that was also unsuccessful. The customer continued to note that when first plugs in the device, he is able to get an image; however, when attempting to fully seat the cable, the color bars appear. After receiving this information, tac informed the customer that the unit would need to be returned to olympus for evaluation and possible repair. The customer declined the request for return claiming that he would initial later after discussing it with management. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that while setting up the device, the staff was unable to get an image on their olympus evis exera ii video system center. According to the initial reporter, only color bars were present. There was no patient involvement during this event.